Manufacturer narrative:
Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve and root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. In this case, the cause for the paravalvular leak cannot be determined; however, the paravalvular leak is likely related to the mechanism described above and due to patient and/or procedural factors. There was no allegation or indication a device malfunction contributed to this adverse event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Yun-hsuan tzeng, et al. (2019). Performance and short-term outcomes of three different transcatheter aortic valve replacement devices in patients with aortic stenosis: a single-center experience. Journal of the chinese medical association, 827-834.

Event description:
As reported through our (B)(6) affiliate, a single-center study published in a journal article, "performance and short-term outcomes of three different transcatheter aortic valve replacement devices in patients with aortic stenosis: a single center experience¿. The study was from march 2013 when the tavr program was first introduced at hospital in taiwan to august 2017. 231 consecutive patients underwent tavr at the institution. A hundred and one (101) patients received a sapien xt valve. The following events occurred in the sapien xt group during the study period; 2 patients had major or equal moderate pvl at implant, 3 patients needed a second valve at implant, 2 coronary obstructions at implant, 1 annular rupture at implant, 8 cardiac mortality (3 patients within 30 days, 5 patients between 31 and 180 days), 5 major vascular access complication within 30 days and 3 permanent pacemaker were required due to complete av block within 30 days. This complaint represents the 2 patients who experienced major or equal paravalvular leak post implant.

Manufacturer narrative:
This is 1 of 7 complaints for this article case. Reference mfg. Report no. 2015691-2019-04811, 2015691-2019-04816, 2015691-2019-04818, 2015691-2019-04820, 2015691-2019-04823, and 2015691-2019-04824.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.